Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the x-stage cover was replaced on the imaging system. The imaging system then passed the system checkout and was found to be fully functional. The cover has not been received by the manufacturer for evaluation.

Manufacturer narrative:
The pendant of the imaging system was returned to the manufacturer for evaluation. Testing found that the pendant passed functional and usability testing. It was noted that gantry motion buttons were difficult to prompt due to extended pressure exerted during operation.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been replaced. No parts have returned to the manufacturer for evaluation. No parts have been returned for evaluation.

Event description:
A site representative reported that outside of a procedure, the imaging system was found to be stuck in park and cannot raise from the park position to take scans. There was no clinical impact as there was no patient present when this issue was identified.